Manufacturer narrative:
Follow-up #1 (B)(4) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the total daily dose history from (B)(4) 2010 to the end of pump use on (B)(4) 2011 showed that the daily insulin delivery totals correctly reflect the users programmed basal rates. The suspend history indicated that the pump was suspended on (B)(4) 2011 at 14:49 and resumed on (B)(4) 2011 at 13:15. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked and the display was found to be miscolored with a red tint. The user guide instructs the patient that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusion can be drawn at this time.

Event description:
The reporter claimed that the pt developed symptoms of dehydration, heart palpitation, and large ketone while obtaining a blood glucose reading of "412 mg/dl." The pt allegedly woke up with the aforementioned condition after his blood glucose was within target the night before. The pt was hospitalized for 3 days for dka. During troubleshooting, the animas insulin pump was noted to be working accordingly without any cartridge leakage issue. The date/time/basal/bolus settings were correct. According to the assessment of the animas healthcare provider, the causation of the alleged high blood glucose is due to probable site issue. This complaint is being reported because the pt reportedly suffered dka and rec'd medical intervention accordingly after he managed his diabetes with the animas insulin pump and had a probable site issue.